Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water could be injected but water could not be drained from the foley catheter balloon during a pretest. It was mentioned that about 10 ml of water was aspirated by syringe. It was also mentioned that when the user tried to deflate the balloon using a syringe, the balloon deflated completely. Per additional information via email from ibc on (B)(6) 2022, according to the information in the inquiry sheet, after the balloon was left for a while it deflated spontaneously. Stated that it took more seconds than one minute to drain the water.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone catheter with sample port connector. Visual inspection of the sample noted the three-way catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon rested and with the syringe attach the balloon passively deflated in 2 min 8 seconds returning 10ml of solution without issue or cuffing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water could be injected but water could not be drained from the foley catheter balloon during a pretest. It was mentioned that about 10 ml of water was aspirated by syringe. It was also mentioned that when the user tried to deflate the balloon using a syringe, the balloon deflated completely. Per additional information via email from ibc on 11mar2022, according to the information in the inquiry sheet, after the balloon was left for a while it deflated spontaneously. Stated that it took more seconds than one minute to drain the water.